Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of the device received. The device was received without its packaging, the device does not show structural anomalies, the white plastic flag was found correctly positioned, it is seated in the correct mark on the shaft. To test its functionality an expressew gun (214140), suture and a sample rubber strip were used, as a result; the needle was released without restriction and retracted as intended, the white plastic flag stayed in the correct place. No anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number 67255, and no non-conformance was identified. According with the visual and functional inspection results, this complaint cannot be confirmed. Since the device passed all the inspections a possible root cause for the issue experienced by the customer cannot be determined. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 3 of 6 for (B)(4). It was reported by sales rep via email that during a shoulder scope/rotator cuff repair procedure on (B)(6) 2023, six expressew iii needle devices were loaded into an expressew device and malfunctioned. According to the report, the plastic tabs disengaged/broke off when fired resulting in needle misfires. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.